Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a small bore sheath hole (</=8f) prior to a peripheral vascular interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. The sutures of a new prostyle device were successfully pre-placed. The peripheral vascular intervention procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was confirmed with an observed posterior needle tip and posterior cuff remained in the posterior foot pocket. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The observed posterior needle tip and posterior cuff that remained in the posterior foot pocket are consistent with the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.